Event description:
Consumer called to report paramedics assistance for their family member who was exhibiting low blood sugar even though their meter was testing ok (85). Emt meter reading was in the 30's.